Event description:
It was reported that the pta balloon material unraveled after the first inflation (atm unk) in an in-stent stenosis. There was no reported retraction difficulty through the sheath. No further treatment was provided. There was no reported pt injury.

Manufacturer narrative:
A complete manufacturing review could not be performed as the lot number is unk. The device was returned. Loose fibers and peeled pebax were noted at the distal and proximal cones. One fiber strand was noted to be unraveled near the distal cone, measuring 2.5 cm in length. Only longitudinal fibers were present on the barrel of the balloon. The fibers strands did not appear to be wrapped tightly around the barrel of the balloon. The patency of the guidewire lumen was tested using an in-house 0.0035' guidewire, and passed. The inflation hub was connected to an inflation device and the balloon was inflated to nominal pressure (8atm) without tissue. The investigation is confirmed for unraveled fibers. The balloon was inflated within the stent and there may have been an interaction between the stent and balloon which contributed to the unraveled fibers. However, the definitive root cause for the unraveled fibers could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Relevant test data, relevant history, lot #, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.